Event description:
It was reported that revision surgery was performed due to functional impairment and leg length discrepancy.

Manufacturer narrative:
The devices involved were not returned to the MFR for analysis. An independent research facility has provided a copy of their report to the MFR, but the devices will not be returned. (B) (4).